Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high and customer administered an insulin injection to address bg. Technical support assisted the customer with resetting the pump to resolve the issue.

Manufacturer narrative:
Correction: b1 and b2 (additional selection); h1, h6 code e2403 and f26 removed, codes added e1205 and f11.